Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 05492 was returned and analyzed. The balloon catheter failed the performance test due to the 50005-system notice that was triggered. Dissection revealed dried blood on the guide wire lumen and inside the inner balloon. Pressure test also revealed a leak come from breach inside the guide wire lumen. In conclusion, the balloon catheter failed the return product inspection due to a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The console was rebooted without resolve. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.